Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to alarm upstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported issue was not reproduced. A service history revealed the device has been serviced within the last twelve (12) months, however there is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through causality as the ultrasonic sensor was found to be faulty. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.